Event description:
Pt was in wheel chair. Nurse had attached the sling to maximove pt lifter. Shoulder clips have detached while pt is being lifted. Only the legs were lifted, resulting in backward tilting of wheelchair and pt, which both fell on the ground. No injury was reported. Ref #9681684-2013-00061.